Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The device was disposed of and will not be returned.

Event description:
It was reported that during a small bowel resection procedure, the resident fired and then released the device. The staple line fell apart (as staples did not form) and the surgeon oversewed staple line to complete the procedure. There was no patient consequence reported at this time. The hospital will not release the device.